Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer's insulin pump failed in last december and she ended up in the hospital. Attempted to contact the customer several times, and in the last attempt the customer stated that she is no longer on the insulin pump therapy. The customer stated that her blood glucose was 122mg/dl before bedtime and she woke up with 612mg/dl. No further information was provided.